Event description:
It was reported the customer had a fluid leak in her reservoir. The customer also stated there was no cracks or splits on the reservoir. Customer also did not find any other location of leaks. The customer was advised to return the reservoir for analysis. Customer's blood glucose was 98 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).